Event description:
The lead was rec'd without any documentation. The lead serial number could not be identified. Device analysis reveals j retention wire fracture without protrusion through the outer polyurethane insulation.